Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to lead dislodgement. No additional information is available at the moment. No additional adverse patient effects were reported.